Manufacturer narrative:
H3: one product was received for evaluation. Visual inspection was performed and no visible damage was found. Functional testing found no leaks either. No further actions were taken as no device problem was identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it was difficult to obtain the water from the cuff and significant pressure had to be applied and a twisting mechanism to the syringe to allow for the water to be obtained. It was identified while in use with a patient when decuffing for routine decuff pressure relief care. There was no harm, and potential discomfort but unable to comment as patient non-verbal. When the tube was changed, there was 0.4 ml water less than inserted but on removal, the cuff didn't appear inflated at all. The patient seemed comfortable at the time, tracheostomy changed the following day and no obvious trauma noted, however there had been trauma a few days following change, but infection as treated for chest infection. There was patient involvement and no adverse harm reported. Possible lot number gb024125 or gb027127. The reporter stated they have two in circulation at ay one time and believe the most probable lot number is gb024125.